Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was inoperable (since approximately 3 to 4 years). As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The explant date was inadvertently reported as (B)(6) 2019: the explant date and reason for explant is unknown.